Event description:
It was reported that there was and invalid syringe size alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that there was no external damage. During setup for flow testing, the reported problem was duplicated. The root cause of the reported issue was found to be the size pot was contaminated. Replaced size pot, guide, rod and spring as a preventative measure. No product information has been provided to date.